Event description:
It was reported that the customer had high blood glucose levels of 305 mg/dl. The customer reported that the sensor caused her abdomen to swell up. The customer reported having metal allergies and the infection was probably cause by the nickel content o the sensor. The customer also reported bleeding from the sensor insertion site. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.